Event description:
Customer reported a patient sample that resulted as an unexpected negative when tested with capture-r ready ID (crrid).

Manufacturer narrative:
Review of plate images: a1- neg reaction/ 3 reaction strength- visually neg- (cell 1- e positive, e positive); b1-neg reaction/ 4 reaction strength- visually neg; c1-neg reaction/ 15 reaction strength- cell button present with very slight pink halo (cell 3- e positive, e negative); d1-neg reaction/ 5 reaction strength-visually neg; e1-neg reaction/ 2 reaction strength- visually neg; f1-neg reaction/ 4 reaction strength-visually neg (cell 6- e positive, e positive); g1-neg reaction/ 2 reaction strength- visually neg; h1-neg reaction/ 4 reaction strength- visually neg; a2-neg reaction/ 7 reaction strength- visually neg; b2-neg reaction/ 7 reaction strength-visually neg; c2-neg reaction/ 3 reaction strength-visually neg; d2-neg reaction/ 3 reaction strength- visually neg; e2-neg reaction/ 4 reaction strength- visually neg; f2-neg reaction/ 4 reaction strength- visually neg. Confirmed the reactivity of the e antigen on retention crrid, lot id120, with anti-e. Customer did not send sample or product for further serological testing.